Event description:
A home patient reported becoming disconnected from the homechoice system when repositioning during drain 1 of 5 therapy. The service rep explained to the home patient that the system might have gotten contaminated and suggested ending therapy and starting over with new supplies. The service rep assisted the home patient with the end of therapy procedure. The home patient stated she does now know how to set up the machine again and the service rep suggested to call the nurse as soon as possible for further instructions. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Service rep suggested ending therapy and starting over with new supplies, however, the transfer set was still in use with the home patient.